Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), pump error 41-motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period, pump error 43-an error in the motor was detected by reading unexpected value from hall sensor, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was not performed. Customer reported a crack in the pump main unit. Cracks spread to the lcd part, and slowly the display has become strange, and the button was not working often. No harm requiring medical intervention was reported. Product return required for mmt-1882. It is unknown whether product will be returned or not.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. All buttons function properly and no pump error 43 or pump error 41 alarms noted during test. Verified in the pump history download the pump alarmed pump error 43 on 11/12/2024 18:56:39.000 and pump error 41 on 11/12/2024 18:56:39.000 due to corroded motor home switch. The electronic assemblies and keypad trace were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The following were noted during visual inspection: corroded motor home switch, scratched case, pillowing keypad overlay, cracked case at the battery tube, corroded battery tube. The p-cap/reservoir does lock properly. All buttons function properly and no pump error 43 or pump error 41 alarms noted during test. However, the pump history download confirmed the pump alarmed pump error 43 and pump error 41 due to corroded motor home switch. Cosmetic damage at battery compartment was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.